Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced high blood glucose. She mentioned that while she was programming her pump, she had several high blood glucose levels that would not go down. The customer said that she changed her infusion set twice, gave herself manual injections 4 different times and they didn¿t go down. Her blood glucose at the time of the incident was 596 mg/dl. The customer¿s current blood glucose was 258 mg/dl. She mentioned that the symptoms that she felt were chest pains. During troubleshooting, customer said that the drive support cap appeared normal, there were no leaks or air bubbles in the tubing/reservoir and no site or insulin related issues. The device settings were correct. The customer was advised to perform a high pressure test and as a result, the pump alarmed no delivery. The high pressure test was repeated and it passed. The product will be returned for analysis.